Event description:
Breast implants inserted in 2000. Symptoms started to occur 10 years later. Gradually increasing in severity. Symptoms include chronic inflammation, chronic fatigue, chronic pain, gastritis, blood clot, uterine polyp, joint and muscle pain, blurry vision, tinnitus, brain fog, attention deficit disorder, hair loss, and malaise. FDA safety report ID# (B)(4).